Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on apr 05th 2024. According to the reporter, on (B)(6) 2024, during ventilation, a hamilton mr1 (sn (B)(6)) under software version 2.2.10 displayed red "x" on tesla spy indication board. It can not be reset after restarting the teslaspy. (Teslaspy board pn161852 or pn161942 with firmware 2.x or higher). Additionnaly auditible alarm was on. No ventilation interruption. Patient was ventilated with alternative method. According to the preliminary analysis performed, the root cause associated with this malfunction could be related to the fact that x led is lit, the teslaspy is not responding properly due to: defective teslaspy board (electronic, hall sensors, loudspeaker); led board; cables from/to teslaspy board/ led board. Accordingly, the following correction may be considered: 1. Ventilate the patient using an alternative method. 2. Remove the ventilator from use and from mr-environment. 3. Switch off and on the teslaspy board. If failure reappears: check cables from / to teslaspy board /led board. Replace the teslaspy board and make sure firmware 2.x or higher is installed (refer to (B)(4)). As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on apr 05th 2024. According to the reporter, on (B)(6) 2024, during ventilation, a hamilton mr1 (sn (B)(6) under software version 2.2.10 displayed red "x" on tesla spy indication board. It can not be reset after restarting the teslaspy. (Teslaspy board pn161852 or pn161942 with firmware 2.x or higher). Additionnaly auditible alarm was on. No ventilation interruption. Patient was ventilated with alternative method. According to the preliminary analysis performed, the root cause associated with this malfunction could be related to the fact that x led is lit, the teslaspy is not responding properly due to defective teslaspy board (electronic, hall sensors, loudspeaker) led board cables from/to teslaspy board/ led board accordingly, the following correction may be considered: 1. Ventilate the patient using an alternative method. 2. Remove the ventilator from use and from mr-environment 3. Switch off and on the teslaspy board if failure reappears: check cables from / to teslaspy board /led board replace the teslaspy board and make sure firmware 2.x or higher is installed (refer to kb-3646) as per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.